Manufacturer narrative:
Product complaint # (B)(4). Date sent to the FDA: 4/24/2023. The following additional information was received: lot number : sebkts => sebkts. Also, there is a possibility that the lot number could be rpbeuu. It is unknown which of the two numbers are the correct lot number. Qty of product involved : 8 => 3. Qty to be returned : 36 => 28. Additional information: d4, h4 - the actual device lot number associated with this event is not known. The possible lot numbers are reported as follows: batch sebkts. Batch rpbeuu. A manufacturing record evaluation was performed for the finished device batch sebkts, 8556h15 and no non-conformances were identified. Mfg. Date - 5/27/2022. Exp. Date - 4/30/2027. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon inc, or its employees that the report constitutes an admission that the product, ethicon inc or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Related reports: 2210968-2023-02499, 2210968-2023-02500, & 2210968-2023-02501 product complaint # (B)(4). Date sent to the FDA: 4/24/2023. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon inc, or its employees that the report constitutes an admission that the product, ethicon inc or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Related reports: 2210968-2023-02499, 2210968-2023-02500, & 2210968-2023-02501.

Event description:
It was reported that a patient underwent an unknown procedure on an unknown date, and suture was used. The suture was broken easily during use. No adverse patient consequences were reported. Additional information was requested

Manufacturer narrative:
Product complaint # (B)(4). Component code: g07002. Device not returned. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. Additional information was requested, and the following was obtained: did the event occur during one or multiple patient procedures? We were reported that the event occurred during one patient procedure as of now. What is the total number of procedures?=one. Have any of these events been previously reported to ethicon? No. A manufacturing record evaluation was performed for the finished device lot, and no non-conformances were identified. Mw # 2210968-2023-02499, mw # 2210968-2023-02500, mw # 2210968-2023-02502, mw # 2210968-2023-02503, mw # 2210968-2023-02505, mw # 2210968-2023-02506, mw # 2210968-2023-02507. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Manufacturer narrative:
Product complaint # (B)(4). Date sent to the FDA: 5/23/2023. H6 component code: g07002 no device problem found. H3 investigational summary: the product was returned to ethicon for evaluation. The functional testing was conducted on the returned devices. The returned samples determined that it was received nine unopened samples that pertain to product code 8556h, lot sebkts. In order to evaluate the condition of the returned samples, the packets were opened. The swage and attachment area were noted to be as expected. The sutures were dispensed without problems and examined along the strand and no issues related to breakage sutures or anomalies were observed during the evaluation. The functional test was performed using instron equipment and the tensile force was above the minimum requirements. As part of the ethicon quality process, all devices are manufactured, inspected, and released to approved specifications. Additional complaint information monitoring for potential safety signals is conducted through complaint trending as part of post-market surveillance. Additional h3 investigational summary: the product was returned to ethicon for evaluation. The functional testing was conducted on the returned devices. The returned samples determined that it was received nine unopened samples that pertain to product code 8556h., lot rpbeuu. In order to evaluate the condition of the returned samples, the packets were opened. The swage and attachment area were noted to be as expected. The sutures were dispensed without problems and examined along the strand and no issues related to breakage sutures or anomalies were observed during the evaluation. The functional test was performed using instron equipment and the tensile force was above the minimum requirements. As part of the ethicon quality process, all devices are manufactured, inspected, and released to approved specifications. Additional complaint information monitoring for potential safety signals is conducted through complaint trending as part of post-market surveillance. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon inc, or its employees that the report constitutes an admission that the product, ethicon inc or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Related reports: 2210968-2023-02499, 2210968-2023-02500.